Manufacturer narrative:
Method: product history and surgical protocol review.

Event description:
It was reported that, "triathlon #5 ps box prep instruments were used properly. Noticed fractures starting to occur on both condyles. Surgeon put (2) large frag. Screws across to secure."